Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, an alarm was generated from the generator and a message appeared to reduce the load on the harmonic ace instrument jaw. The tip of the instrument broke and fell into the patient¿s abdominal cavity. The fragment was retrieved during the same procedure. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use with no damage observed. The instrument was in use for five hours then the tip broke and fell into the patient. The instrument movement was wrong. All the fragment was retrieved during same procedure by laparoscopic and drainage was commenced. Additional surgical procedure and post-operative tests like an x-ray or ultrasound were not required. The surgeon believed the cause of the instrument breakage was due to short pitch. The fragment(s) did not fall inside the patient during an instrument tip collision. The patient had no injury or harm due to the prolonged procedure and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The total operative time (length of surgical procedure) was ten hours. There was no unexpected bleeding. The operation was not prolonged by 15 minutes or more during warm ischemia as a result of this issue. Information regarding patient relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The batch sequence number of the product's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. Review of the provided images is consistent with the complaint of broken instrument tip. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. This complaint is being reported due to the following conclusion: it was alleged that the tip of the harmonic ace instrument broke and fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.